Event description:
Revision for hip pain, at 9 years and 1 month post primary the stem was revised successfully.

Manufacturer narrative:
Batch review performed on 13 october 2022: lot 130587: (B)(4) items manufactured and released on 12-apr-2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event in the period of review. Clinical evaluation performed by medical affairs department revision 9 years and 1 month after the index surgery in a 74 year old patient. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Additionally, the stem appears in pronounced varus position with evident long term signs of proximal mobilazation. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. The implant was revised successfully with a sms stem. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Manufacturer narrative:
Visual inspection performed by r&d project manager during the analysis it is visible that almost proximal half of the stem body is covered with ha coating. This in unexpectable after two years of implatation, meaning that the stem was not correctly osteointegrated with patient bone. Some signs and scratches are present on the neck area probably due to revision surgery. The femoral head is connected with the stem taper. It is not possible to determine the root cause of the uncorrect stem osteointegration.